Event description:
A distributor reported that a male pt experienced an "eye infection" (unconfirmed) after using aquasoft multi-purpose solution. The manufacturer followed up with the pt. The pt said that he recognized the symptoms of redness and irritation (2006) as an "eye infection" because he had three other unrelated eye infections earlier in the year. He treated himself with an existing prescription of vigamox antibiotic eye drops and the symptoms abated. Reportedly, the pt spoke with his ophthalmologist six days later and was told to continue using the vigamox for a full week and come in for an exam two days later. The pt later reported that he recovered and successfully resumed lens wear with aquasoft. The ophthalmologist reported to the manufacturer that he saw the pt the same day. Slit-lamp examination at that time did not reveal any evidence of infection.

Manufacturer narrative:
Batch record review for the reported lot did not show any deviations or provide reason for pt's experience. Retain evaluation results for the reported lot are within chemical specification and show the solution released from the manufacturing site to be sterile. An open complaint unit received from pt was tested and did not pass the physical appearance specification during chemical evaluation. Also, it was no longer sterile. The evaluation results indicate that the solution was compromised through user error.